Event description:
It was reported that the pump would not flow, and caused a 35 minute delay in the procedure while a new unit was brought in and set up. There were no other complications or patient injuries resulting from the delay.